Event description:
Boston scientific received information that during the implant procedure when obtaining access to the vein, the patient's heart rate braided down and went asystolic. Initially, transcutaneous pacing was not successful, and the physician quickly attempted to implant this right ventricular (rv) lead. However, the lead got stuck in the introducer and then kinked, so its integrity was questioned and the lead was not used. Capture was established with transcutaneous pacing set at maximum outputs. Another rv lead was successfully implanted and the procedure was completed. The patient was admitted to the intensive care unit overnight and was fine the next day. It was suggested that the asystolic event was due to a reaction to the sedation, as the patient responded to reversal medications and epinephrine while on the table. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that at approximately 33 cm from the terminal pin the lead was slightly kinked. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm the field observation that the lead was kinked. However, no lead integrity issues were noted as the lead passed all testing.